Event description:
From staff: 30-gauge needle opened to give hep b vaccine and needle found to have extra needle poking off to side of cap. Needle removed and placed in biohazard bag with original package.